Manufacturer narrative:
They were unable to perform the displacement test due to a broken off end cap. The insulin pump was received with a cracked reservoir tube lip, a minor scratched display window, a cracked case at the display window corner, a cracked belt clip slot, cracked battery tube threads, a cracked case, a cracked reservoir tube, a cracked case at the reservoir tube window corner, and a missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump case was broken.